Event description:
It was reported that the patients ipg would not hold a charge. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.

Manufacturer narrative:
Event date: exact date unknown, event had occurred for at least two years.